Event description:
Procedure type: colostomy. (B)(4) reference the same case. According to the reporter: dr (B)(6) reoperated on a patient on (B)(6). First colectomy was the previous week (according to the resident). Patient was not doing well after first surgery and a CT scan revealed a suspected air leak (air bubbles in the mesentery). In second operation dr (B)(6) did not find a leak at the staple line (according to resident). (B)(6) determined there was no staple line leak based on visual examination-no stool leaking. Surgeon did not test to see if there was an air leak. (B)(6) years old patient. (B)(6) declared that they committed to this operation, so he transected anastomosis (from last week) with a purple tri staple to remove anastomosis and diverted to end colostomy. Patient had other surgeries prior to be a patient of (B)(6) (one may have been a nephrectomy). Dr (B)(6) looked at all old staples lines to see if they were the cause of the suspected leak as well. This examination ended up negative as well. The case was very frustrating according to resident because they could not find a cause. Patient is doing fine now. It is important to note that this is a new issue/report/ftr. There was no ftr filed from original case because at the time there was no perceived problem/incident. Current patient status: being monitored. In this incident, were any other manufacturers products used with the device that is the subject of this report? No did the difficulty result in.

Manufacturer narrative:
(B)(4).